Manufacturer narrative:
X-rays for a footprint ulr 4.5 pk sut, sl complaint were received and examined. Based on the location and relative size of the object, there is a good probability that it is the tip of the inner driver from a footprint device. As the piece remains in the patient, and the inserter was not returned, it is not possible to determine the root cause of the device breakage. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).

Event description:
Upon reviewing a post-procedural x-ray, it was reported that part of the inserter from the footprint ulr 4.5 pk sut, sl was left in the patient. The achilles tendon insertion repair occurred on (B)(6) 2014 and the patient was reported to be fine post-procedure. Nothing unusual occurred during the procedure, everything was normal and proper insertion was reported to have been followed. Measuring the radio-opaque object on x-ray came out to around 1.1cm. A 4.0 drill bit was used to pre-drill for the anchor. In addition, a competitor¿s burr was used to remove the haglunds deformity. It was reported that the surgeon has no plans on removing the item, as it sits within the anchor.